Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the handpiece motor does not work correctly. It was reported that the customer changed the atk housing the battery but it did not help. The motor sounded very silent and did not run the attachment at all. No additional clinical information was received prior to this report.